Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with pump error 37 and 38. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed for pump error and pump was not exposed to a high magnetic field. Troubleshooting was performed for high blood glucose and the customer was not using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1812 was requested for return.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracks in the select, down, up keypad buttons. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No pump error 37s or 38s were noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms that a pump error 37 (filenumber = 121, linenumber = 769) occurred @ 06/19/25 02:50:52 and that a pump error 38 (filenumber = 121, linenumber = 700) occurred @ 06/19/25 02:56:11. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of pump error 37s and 38s was confirmed in the pump¿s history. According to the software r&d pump analysis log, pump error 37 (filenumber = 121, linenumber = 769) and pump error 38 (filenumber = 121, linenumber = 700) are due to a hardware error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.